Manufacturer narrative:
The arjo service technician inspected the bed. The customer's allegation that the side rail failed to lock in the raised position was not confirmed. No malfunction of the side rail was identified. Therefore, there were no faults that could have caused or contributed to the fall. In the citadel plus instruction for use (IFU 831.374 rev.13) there are several mentions that warn user about possible risk of patient's fall: "to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended." It is unknown what was the bed's high. "Caregiver should always aid patient in exiting the bed." "Whether and how to use side rails or restraints is a decision that should be based on each patients needs and should be made by the patient and the patients family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail/restraint use." In relation to side rail operation the IFU states that it should be checked daily. "If the result of these tests is unsatisfactory, contact arjo or an arjo-approved service agent." There were no malfunctions that could have caused or contributed to the fall. The citadel plus bed was used for the patient's treatment. The complaint was decided to be reportable due to allegation that the patient fell out of bed. No injury was reported.

Event description:
Arjo became aware of an event involving a citadel plus bed frame. The customer reported that the left-hand side rail failed to lock in the raised position, causing it to remain lowered. As a result, the patient rolled off the bed while sleeping. There were no injuries reported.